Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received intermittent multiple altitude alarms. The customer's blood glucose (bg) level was 240 mg/dl and a bolus with the pump was delivered to address bg level. Reportedly, there were delays in clearing the altitude alarms. During troubleshooting with tandem technical services, cts identified several occlusion alarms in the pump logs during the time frame of the events. Troubleshooting for the occlusion was not performed due to the events occurred in the past.

Manufacturer narrative:
(Correction: blood glucose level was over 240 mg/dl).

Event description:
The customer reported blood glucose levels were over 240 mg/dl, due to the customer not responding to the alarms when they should have. Additionally, when the occlusions occurred, the customer was able to straighten the infusion tubing and resume insulin delivery without any issues.